Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the sense/pace portion of the rv lead was capped due to chronic elevated rv threshold. The high voltage portion of lead is still active. The high threshold was noted during an unrelated device upgrade. Patient did not present with any symptoms due to the elevated threshold and was stable before, during and after procedure.